Manufacturer narrative:
An event regarding intraoperative fracture involving a triathlon ts stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the devices were not returned. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. However, it is likely that the fracture occurred as it was noted the patient had soft bone due to ra. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that tibial fracture occurred at the distal tip are of triathlon ts stem during the medical procedure. The surgeon said that the patient was ra. So, cortical bone was weak. Also, he also said that depth of the reaming was low. Wiring was not performed in the medical procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that tibial fracture occurred at the distal tip are of triathlon ts stem during the medical procedure. The surgeon said that the patient was ra. So, cortical bone was weak. Also, he also said that depth of the reaming was low. Wiring was not performed in the medical procedure.